Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was between 500 to 600 mg/dl at the time of incident. The customer's blood glucose was too high to read at the time of hospitalization. The caller stated that the customer was given IV bags to treat the blood glucose. The caller stated that the customer was wearing the insulin pump during hospitalization. The caller reported that the customer had site issues. The insulin pump will not be returned for analysis.